Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after a non-device related surgery wherein an electrocautery was used, the patient experienced difficulty charging the ipg. The patient did not like the paresthesia as well. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that after a non-device related surgery wherein an electrocautery was used, the patient experienced difficulty charging the ipg. The patient did not like the paresthesia as well. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.